Event description:
The pt reported a sudden loss of lock with her device. Testing showed that the device was not functioning. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device has been scheduled.